Event description:
It was reported that while using the ilet bionic pancreas, the patient experienced low blood glucose during golf after being in range for about two hours, which the patient associated with heat and lack of snacks. The patient treated with a small box of candy and water, then crackers, and glucose rose from a reported low of 60 to 115 by the end of the call. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.